Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled along with a code 1003. Technical services discussed that this was a false positive explant indicator and high impedance condition related to a software update and magnet application. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled along with a code 1003. Technical services discussed that this was a false positive explant indicator and high impedance condition related to a software update and magnet application. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled along with a code 1003. Technical services discussed that this was a false positive explant indicator and high impedance condition related to a software update and magnet application. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device. No adverse patient effects were reported.